Event description:
A trilogy evo device was returned to the third-party service center due to a complaint of no ac power. No patient harm or injury were reported. The trilogy evo device was returned to the third-party service and evaluated. In the preliminary in process evaluation, the complaint was confirmed and was found to be due to a defective power supply. In addition, an error code related to a defect in the machine flow sensor was also discovered. In conclusion, the machine flow sensor and power supply needs to be replaced to address the issue. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to an unacceptable increase in probability levels for the hazardous situations in scope, and therefore, no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of a power supply failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function and patient exposure to electric fields. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to an unacceptable increase in probability levels for the hazardous situations in scope, and therefore, no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h298577983139 review confirms that the device met the final acceptance criteria and was released for final distribution.